Event description:
Information was received indicating that a knob was noted to be missing on a smiths medical pneupac® parapac® ventilator. It was reported to have been dropped. There were no reported adverse effects.